Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product is leaking. Additional information received stated that the customer did not notice breakage, a crack or detachment.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. There were 6 samples received for evaluation. During a visual inspection, no leaking was detected. The reported condition could not be confirmed. A root cause could be identified as related to a manufacturing/production process and a corrective action will be limited to trending for this issue for any future occurrences as a part of the complaint review process.